Manufacturer narrative:
Address: (B)(6). Device evaluation performed. Device evaluation found there was no image due to defective connector. The device could not be lit due to defective lamp socket. The video connector was found loose. The customer reported issue was able to be confirmed. Review of service history found the concerned product has not been repaired in the last year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue "no brightness, loose video connector " found during preparation for use. The device was replaced with another device and the intended ent examination procedure was completed. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective connector, lamp socket(s), and limit switch could not be identified. Olympus will continue to monitor field performance for this device.